Event description:
The customer reported that they responded to a patient call. They were dispatched at 21:56 and arrived at 22:01. The customer stated that the patient was male, but would not provide any other patient demographics. Also, the reporter was unsure if the patient arrest had been witnessed. The lp500 device was attached to the patient with physio-control pads when the device continued to prompt "connect electrodes". No excessive hair or diaphoresis was noted. Another private ambulance company responded to the call as well, and patient care was transferred to their device, using the same physio-control pads. The crew was then able to pick-up and defibrillate the patient. The transfer time between device one and device two was approximately three minutes. The patient was not resuscitated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event.